Event description:
The customer reported that during the removal of a papilla, when attempting to arrest the bleeding while lifting the subcutaneous fat layer, a spark came out of the device and caused a 2mm diameter burn on the pt's breast. The incident device was removed from use and another one used to complete the procedure. The burn was reported to be 2nd or 3rd degree and treated with external medication containing steroids. The pt was reported to be (B)(6).

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.